Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how does the surgeon close with stratafix? As per instruction, with the knee bend in at least 60 degree flexion. Tissue location and placement of suture? Knee. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Unknown what date post-operatively did the patient fall and felt something snap? Six weeks post-op. What was the appearance of the suture during the second procedure? When he did the second operation it was hard to tell what was left of the suture. Where was the suture found broken, at the end, in the middle? Hard to tell. Will product involved in the event be returned for evaluation? No, implanted. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement? No . What is the physician¿s opinion as to the etiology of or contributing factors to this event? No information. What is the patient¿s current status? The patient is doing well.

Event description:
It was reported that the patient underwent total knee arthroplasty on an unknown date and barbed suture was used. Six weeks post-op, the patient fell and felt something snapping in her knee. It was reported that the patella didn¿t track well after the patient fell. The surgeon had to re-operate to properly fixate the soft tissue around the patella again. The surgeon opined the issue may be the suture that breaks. During the second operation, the surgeon reported it was hard to tell what was left of the suture. It was reported that the surgeon mentioned that flexing the knee may have started too far early during the rehabilitation process. The current patient status is reported to be doing well. No additional information was provided.